Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, the pump-reservoir was empty, but no signs of leak. It was noted that the device was damaged to facilitate explant. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on both pump exhaust tubing and pump inlet tubing. No functional abnormalities were noted with any of the returned components. The information received indicated that the fluid in the reservoir was empty with no signs of leakage identified, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.